Event description:
The report stated that the electrosurgical pencil tip caught fire during a surgical case. Diathermy settings on 18 coagulation, and cutting. Surgeon has never experienced this problem before. No tissue damage to patient. Another pencil was opened and used to complete case without issue. Diathermy tip was free of any tissue at time.

Manufacturer narrative:
Date of initial report: 01/20/2009. The site has indicated the device will not be returned. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.